Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt375 17.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to unexpected post-operative refraction results of +1.00 x -1.00 x 180. Patient reported at post op week one, visual acuity for distance vision was well; but had hard time with small print. Reported glare and halos, vision is smudgy, and feels dry at times, with astigmatism noted at the three week follow up. The replacement lens was a monofocal, model zcb00 22.0 diopter lens. At post op day one vision acuity is better while reading, 20/25. At post op week one, visual acuity improving, clearing up and 20/20 near and 20/25+2 for distance. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.